Event description:
It was initially reported by the hospital nurse that the pt had his device explanted due to erosion at the generator site. No additional information was provided. Explanted products were returned to manufacturer for analysis . Analysis is currently pending on the products. Good faith attempts to obtain additional information has been unsuccessful. The cause of problem is unk.